Event description:
It was reported that the right ventricular (rv) defibrillator lead coil had been slowly increasing to greater than 100 ohms. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) biv ICD implanted 2013 (B)(6); 5076-52 lead implanted 2013 (B)(6). (B)(4).